Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with cracked case on the display window corners, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the insulin pump may have been exposed to river water. Customer's blood glucose reading at the time of the call was 318 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.